Event description:
Follow up information identified the physician explanted and replaced the patient¿s ipg.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not recharge the ipg as recommended and hence lost stimulation. Manufacturer representative attempted troubleshooting but to no avail. Ipg was confirmed inoperable. Surgical intervention may be undertaken to address the issue.